Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of an unrecoverable check heater line alarm was not confirmed due to unavailable sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, a root cause was not identified. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check heater line alarm that occurred on the home choice (hc) during fill 1. The technical services representative (tsr) instructed the hp with troubleshooting. The hp stated the alarm returned. The tsr assisted the hp to end therapy and informed the hp to start over using new supplies. On (B)(6) 2011, product surveillance spoke with the hp who stated when she was troubleshooting with the tsr, she noticed tiny bubbles in the cassette. The hp confirmed she started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.